Manufacturer narrative:
A ge oec service representative found the maximum emission exceeded regulatory requirements on a scheduled service call. This call was a preventive maintenance service and as such, the outputs were assessed and found to exceed the regulatory limits by a small margin. Noted emissions: normal fluoro: 11.1r/min; high level fluoro: 21r/min. The system was calibrated below the regulatory limit, so output would not exceed maximum dose specifications. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no patient information available from the facility with respect to this tissue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system exceeded the regulatory maximum exposure allowable. This was discovered during a preventive maintenance service call.